Event description:
It was reported that the unit suddenly began descending to the lowest level immediately following a power outage. While the pt was in the incubator, the unit caught on a metal piece which was protruding from an adjacent wall and began to tip to the side. Nurses caught the incubator and held it up to prevent it from falling over until power was restored and the nurses were able to re-elevate the bed to a level that would allow it to be free from the metal bracket on the wall and remain upright. The pt was moved to a different incubator. No pt or staff injuries reported.